Event description:
The patient was admitted to the hospital due to progressive claudication in the left calf for approximately the last 6 months. The patient reported that he could only walk about 20 meters without feeling pain. The patient was not experiencing pain while at rest. In-stent stenosis in the left sfa was diagnosed. Directional atherectomy followed by balloon angioplasty of the left sfa was performed. Subsequent duplex sonography concluded that the patient's sfa is severely calcified, however, a good primary result following the atherectomy was observed.

Manufacturer narrative:
This is the first reported in-stent stenosis event received by the manufacturer. The patient is included in the registry. The clinical reports received by the manufacture did not indicate a device failure. It is unknown if the restenosis was caused by the device, the patient's disease progression, tissue proliferation or the initial procedure. Restenosis is typically a natural reaction of the body as a result of an implanted foreign object in the body. The amount of tissue proliferation varies from patient to patient.